Event description:
It was reported that the patient presented for lead extraction due to tricuspid valve regurgitation caused by the positioning of the right ventricular lead. During the procedure, it was noted that the inner lumen of the right ventricular lead appeared to be damaged and it was difficult to insert a stylet into the lead. No patient symptoms were reported in regards to the regurgitation. There were no complications with the patient's health.